Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported- white matter near tip: 1. Event details: all deviations were found during packaging, prior to sterilization. So, prior to use, so no medication and no patients are involved. Piece plastic on inside of tip: 1150 syringes, see picture. Piece is too small to block syringe, and it is attached to the tip. But this undesirable. (We saw the exact same deviation with some 20ml syringes, but not in these quantities). Embedded matter: 18 syringes. Broken/damaged syringes:7 syringes. White matter near tip: 1. Additional information: can you confirm where exactly the "embedded matter" and "white matter" are located? For the black speckles they¿re not on one exact location. The white matter is in the fluid path on ¿the roof¿ of the syringe.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating the presence of a plastic fragment in the syringe tip, along with embedded and white foreign matter and broken syringes. To support the investigation, seventeen samples were submitted, bulk packaged in four plastic bags, along with one photograph. These materials were evaluated by the quality team. A detailed visual inspection was conducted. Three samples exhibited damage to the syringe barrel luer. Six samples contained dark specks of embedded, degraded resin. One sample showed a void in the molding resin at the bottom of the syringe barrel. Seven samples had luer tip flash that measured within specification limits. The provided photograph depicted a syringe barrel with luer tip flash. No additional defects or anomalies were observed. The luer damage is consistent with potential jamming during the assembly process. The embedded degraded resin is typically associated with startup conditions or intermittent issues during the injection molding process, where degraded material may become dislodged and incorporated into molded components. A review of the device history record (DHR) for material number 301035, lot 4274707, was completed. The review found no recorded quality issues during production that could have contributed to the reported condition. No related quality notifications were identified. All manufacturing processes and final inspections were performed in accordance with specification requirements. Verification of the assembly process confirmed proper alignment of rails and conveyors, and product flow was observed to be consistent and within acceptable parameters. Based on the analysis of the returned samples, the customer-reported issues have been confirmed.